Manufacturer narrative:
The sample arrived during the night. A np swab from a pediatric patient was tested using the xpress cov2/flu/rsv plus test according to the IFU and gave a negative result for all targets. When the microbiologist arrived in the morning a few hours later, they requested the panel from filmarray because this protocol is used for pediatric samples. The filmarray result is flu b positive. The discrepancy was noticed at this time, and a subsequent test with liat roche confirmed flu b positive. Examination of the curves from the first xpress cov2/flu/rsv plus test showed amplification in the flu b channel, with no cycle threshold (CT) reported but an endpoint fluorescence of 34. Customer provided that filmarray CT for flu b was 24. This value cannot be directly compared to the CT of xpress cov2/flu/rsv plus, as the filmarray uses a two-step nested pcr process. The most likely root cause is that discrepancy is related to a low viral load, close to the detection threshold. This could be influenced by several factors, including: the stage of infection (e.g., early onset or recovery phase). Sample processing, especially if the specimen was not well mixed. The inherently low viral load in the sample. The test itself performed as expected, with no indication of malfunction. The time difference between the initial xpert result and the filmarray result was only a few hours. The customer confirmed that there was no impact on patient care, as the two positive results were used for clinical management. Based on these elements, this case is deemed not reportable. Annex codes c, d and g have been updated to reflect the outcome of the investigation.

Event description:
On (B)(6) 2025, the customer reported to cepheid a discrepant result involving the xpert xpress sars-cov-2/flu/rsv plus assay. On (B)(6) 2025, a nasopharyngeal (np) sample was collected from a pediatric patient using a copan device (p/n 305c, 306c in vtm). The sample arrived during the night, and the technician conducted the test using the pipette provided in the kit. Testing was performed using the xpert xpress sars-cov-2/flu/rsv plus assay, lot 31414/1001463827. Xpress results: sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was communicated to the physician. When the microbiologist arrived the next day in the morning, they requested the panel from filmarray because this protocol is used for paediatric samples. Filmarray results: flu b positive. This result was reported to the physician. This is why and when the discrepancy was noticed, and therefore a subsequent test was performed: the sample was retested using the liat (roche) system to confirm the finding. Liat results: flu b positive. This result was also communicated to the physician. Impact on the patient: there was no reported harm to the pediatric patient. The clinical management was based on the two positive results, ensuring appropriate care.

Manufacturer narrative:
The examination of the curves from the first test performed by the xpert xpress sars-cov-2/flu/rsv plus assay showed amplification in the flu b channel, with no CT reported but an endpoint fluorescence of 34. This could indicate a true flu b positive with a low viral load. The CT values from other competitors for comparison have not been provided as well. There is no clear evidence to confirm whether the sample had a low viral load or if there was a malfunction. Additional information regarding sample processing has been requested to the customer. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."